Event description:
It was reported that the pt had a return of symptoms. A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. A tube set message occurred. There have been numerous motor stalls and recoveries prior to this most recent stall and tube set. They had planned to supplement the pt with another form of pain medication and to program the pump to minimum rate mode. The medication being delivered via the device system at the time of the event was fentanyl. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).